Event description:
The customer called for help with a new meter. While troubleshooting, the customer performed a control test and rec'd a result of 33 mg/dl. The normal control range is 111-160 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.